Manufacturer narrative:
(B)(6). Concomitant products: boston scientific mustang pta balloon. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a powerflex pro 10mm 4cm 80 was percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion and inflated, however it ruptured as there was heavy calcification. Therefore, the balloon was changed to another new balloon (non-cordis brand) and the procedure finished successfully. There was no report of patient injury. The device is not available for analysis. The target lesion was the iliac artery. The rate of stenosis was unknown. Tortuosity is unknown. An ipsilateral approach was made. The product were not stored, handled, and prepped according to the (instructions for use) IFU. There were no kinks or other damages noted prior to inserting the product into the patient. The device did prep normally (i.e. Maintain negative pressure). It is unknown what contrast media was used (brand and manufacturer). The contrast to saline ratio is unknown. The type and brand of inflation device was used (indeflator/syringe) is unknown. It is unknown if there was any difficulty advancing the guidewire to the target lesion. It is unknown if there was any difficulty advancing the balloon catheter through the vessel or crossing the lesion. It is unknown if the catheter was ever in an acute bend. The maximum inflation pressure is unknown. The balloon catheter was removed easily and intact (in one piece) from the patient. No procedural cd and/or photos/x-rays are available for review.

Manufacturer narrative:
A powerflex pro 10mm x 4cm 80cm percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion and inflated; however it ruptured as there was heavy calcification. Therefore, the balloon was changed to another new balloon (non-cordis brand) and the procedure finished successfully. There was no report of patient injury. The target lesion was the iliac artery. The rate of stenosis was unknown. Tortuosity is unknown. An ipsilateral approach was made. The product were not stored, handled, and prepped according to the IFU (instructions for use). There were no kinks or other damages noted prior to inserting the product into the patient. The device did prep normally (i.e. Maintain negative pressure). It is unknown what contrast media was used (brand and manufacturer). The contrast to saline ratio is unknown. The type and brand of inflation device was used (indeflator/syringe) is unknown. It is unknown if there was any difficulty advancing the guidewire to the target lesion. It is unknown if there was any difficulty advancing the balloon catheter through the vessel or crossing the lesion. It is unknown if the catheter was ever in an acute bend. The maximum inflation pressure is unknown. The balloon catheter was removed easily and intact (in one piece) from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17351793 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.